Manufacturer narrative:
Corrected information: h6 - component code (annex g). Investigation ¿ evaluation event description: it was reported, during a bladder lithotripsy, the basket of an ncircle tipless stone extractor broke. The device was able to retrieve stones twice and when grabbing a stone, the basket broke and became unusable. A new stone retrieval basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncircle tipless stone extractor was returned in an open package with label. Visual exam notes the sheath was twisted, stretched, and pulled apart. The coil assembly was exposed. The coil assembly had off set coils. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not contain any information related to the reported issue. A cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone number: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a bladder lithotripsy, the basket of an ncircle tipless stone extractor broke. The device was able to retrieve stones twice and when grabbing a stone, the basket broke and became unusable. A new stone retrieval basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.